Event description:
This patient went in for an av node ablation due to afib with rvr. It was found during the procedure that the lv lead was dislodged from the left lateral branch of the coronary sinus. Due to the patient's clinical status the physician chose to not revise the lead.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed signs of laser extraction which occurred most likely during the explant surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.